Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no similar premature deployment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation when the delivery system was being flushed, the proximal part of the absolute pro vascular stent was coming out of the sheath. The amount of exposed stent was not reported. There was no patient involvement. Another absolute pro vascular was used to complete the procedure without further incident. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.